Event description:
Caller reported that a cartridge alarm 30 occurred with the insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, advised the customer on actions to take with the current and replacement pumps, and confirmed that the customer understood and acknowledged these instructions. There was no backup therapy available, and the caller planned to consult with a healthcare provider. The replacement pump would come with updated software, and the customer was informed of the necessary procedures related to the replacement process.